Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u5. It was observed that the ic chip was shorted from pins 12 to 13.

Event description:
The customer reported that their device would no longer power on. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.